Event description:
It was reported that "there was a strong resistance felt against the syringe when the balloon was inflated before use. Also the balloon did not deflate even though the syringe was taken off from the gate valve." No patient injury was reported. The complaint was confirmed with the reporter after the returned product did not match the original complaint; the reporter kept the original story.

Manufacturer narrative:
One catheter was returned for evaluation. No syringe, introducer or contamination shield was returned. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No hard resistance was felt when injecting air into the inflation lumen. Free balloon deflation was achieved at 1 second, which is well within specification. The edge of the distal lumen hub appeared partially damaged or deformed. It was not possible to attach a syringe or a stopcock to the hub due to the damage. No visible damage was found on the proximal injectate hub. The proximal injectate lumen was patent without any leakage or occlusion. Patency testing could not be performed to the distal lumen due to the hub damage. No visible damage to the catheter body was observed. Visual examination was performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing, however, hub damage/deformation was identified. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.